Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges when the joystick is turned off it will stay on for 10 to 15 seconds. The user claims they turned it off and it stayed on for a couple days.